Manufacturer narrative:
The referenced report of pump exchange on (B)(6) 2017 is covered under medwatch MFR report #2916596-2017-00784. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 73 days. Device evaluation: the explanted pump was returned for evaluation. This medwatch report covers the incidental investigation findings of thrombus. The pump was returned assembled with the percutaneous lead severed approximately 2.5 inches from the pump body. A severed portion of the percutaneous lead was returned. The sealed inflow conduit and sealed outflow graft were not returned. A red deposition was found surrounding the inlet bearing ball. The formation was denatured and was tissue-like in nature. In addition, the formation displayed evidence of laminated layering, suggesting that it developed in the pump for an undetermined amount of time while the pump was operating. A red deposition was found surrounding the rotor blades. The thrombus formation did not appear to have formed in laminated layers and displayed indications of denaturation. A location and duration of time for which it was present in the pump could not be determined. A red and white deposition was found situated between the outlet bearing ball and stator blades. The formation was not denatured, was tissue-like in nature, and lacked laminated layering. A location and duration of time for which it was present in the pump could not be determined. The observed depositions were large and obstructed a significant portion of the flow path, which could have contributed to the reported elevated lactate dehydrogenase (ldh). Correlations between the thrombus found in the pump and the reported renal, right heart, and respiratory failures cannot be conclusively determined. The depositions found in the pump could have also created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. The remaining blood contacting surfaces were free of depositions and thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2017, the patient underwent a pump exchange due to pump stoppages. During investigation of the returned pump, thrombus was found inside the pump.